Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with a bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes clotting occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: called to make a complaint about purple tubes. Reports that after blood sampling there is a blood clot that clings to the wall and they can no longer do tests.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2023-01-23. Bd received 100 samples and 1 photo for investigation. The photo was reviewed illustrating spike of plastic attached to the inner wall of the tube. Clotting was not observed from the photograph provided. The samples were tested and the indicated failure mode for clotting was not observed: no difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure mode, clotting, because the defect was not evident in the testing of the complaint lot samples. Laboratory analysis of customer and control samples demonstrated clinically acceptable performance for all visual observations evaluated. All edta tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint was unable to be confirmed for clotting based on the investigation performed. It has been confirmed for tube damage due to the plastic spike seen in the photograph supplied. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported that during use with a bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes clotting occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: called to make a complaint about purple tubes. Reports that after blood sampling there is a blood clot that clings to the wall and they can no longer do tests.